Event description:
It was reported that when attempting to update the programmer with usb (universal serial bus) stick or sdn (software distribution network), an error message occurred. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the errors, the programmer powered up and interrogated with no errors. It was noted that there was an error after completing interrogation and printing, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the tabs on the power cord bay door were broken, the keyboard hinges were broken and the system fan was noisy. (B)(4).